Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 6 of 7: it was reported that during use of bd max¿ ext enteric bacterial panel, a false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max extended enteric bacterial panel (xebp) assay (ref. (B)(4)) kit lot 5036786 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max xebp assay indicated that lot 5036786 was manufactured according to specifications and met performance requirements. Customer complained about seven suspected false vibrio positive results. Customer provided the run files of the problematic samples, and the suspected samples have been identified: positions a1 & a12 in run 395, a4 & b3 in run 396, a11 in run 744, b8 in run 1056 and a2 in run 1060. Four samples referenced in the complaint (a4 & b3 in run 396, a11 in run 744 and a2 in run 1060), contained no vibrio positive target, but following the analysis, other samples were suspected to be the customer¿s problematic samples (a2 & b9 in run 396), a8 in run 744 and a6 in run 1060) and were analyzed instead. Manual pcr curve adjudication of all the samples was performed. In run 396, only the samples located at positions a2 and b9 showed positive vibrio targets. Similarly, in run 744, the positive target was found at position a8, and in run 1060, at position a5. Analysis revealed late and low, but true positive results for the samples, except for sample a1 in run 395, which showed step dislocations resulting in a positive result for the vibrio target. It is unlikely this positive result is true amplification. However, the cause for such results could not be identified. Low positive samples can occur due to bacterial titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot 5036786. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), as well as environmental or cross contamination could explain the customer¿s late and low positive results. Unfortunately, no root cause could be identified for sample a1 in run 395, but the issue of step dislocations seemed isolated to this event. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 6 of 7: it was reported that during use of bd max¿ ext enteric bacterial panel, a false positive patient result was obtained. There was no report of patient impact.